Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had numbness in their abdomen I ntermittently after boluses. The event date was noted as (B)(6) 2018. It was noted the patient was also nauseated. A catheter dye study was performed, on (B)(6) 2018, and the result was failed due to being unable to aspirate. The device diagnosis was pump unable to enter/withdraw from catheter access port. On (B)(6) 2018, a procedure for possible catheter replacement was performed, however, it was discovered the catheter was patent. There was a pump malfunction noted and therefore the pump was replaced with revised pump connector. It was noted the pump and catheter were replaced and returned to the manufacture. The patient's weight was 174 lbs. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Product analysis #239048977:analysis information -- 2018-12-06 09:34:44 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2018 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 26-apr-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (2000mcg/ml at 243.7mcg/day), hydromorphone (8mg/ml at 0.974mg/day), and bupivacaine (3.5mg/ml at 0.4265mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that at an unknown date, the patient experienced numbness in the belly. A dye study was performed on (B)(6) 2018 and they were unable to aspirate. At the catheter revision on (B)(6) 2018, the physician began by disconnecting the pump segment from the spinal segment and aspirating the spinal segment. The hcp was able to successfully aspirate the catheter in the spinal segment, then the hcp requested for a bolus to be programmed to see if the pump segment was patent. Once the bolus programmed, they were able to see the pump segment dripping drug. The hcp decided that this meant the catheter was patent and they connected the spinal segment to the pump segment, then flipped the patient from the prone position to the supine position. They then tried to aspirate from the catheter access port (cap) and were unsuccessful. To confirm, they did not revise the catheter thus far in this case. At the pump pocket, they did another side port when it was out of the pocket and was unable to aspirate with a 5cc syringe. They disconnected from the catheter and the hcp was still unable to get free flow from the catheter. He cut off the pump segment and it was flowing. He also tried to push some fluid through the side port when it was disconnected and felt it was difficult to push fluid through, maybe some build up in the catheter port to the connector. It was very difficult to disconnect, the hcp had to use a kelly to get it off and the connector came apart. A new catheter and pump was put in for this patient. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4) ) identified no anomalies. The returned device passed all testing in the laboratory. Analysis of the implantable catheter (serial # (B)(4) identified coring in the cup of the connector - eval code-method (B)(4) no longer applies. Eval code-result (B)(4) no longer applies. Eval code-conclusion (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.